Event description:
It was reported that the pt underwent a surgical revision to alleviate discomfort at the implantable neurostimulator site. The pt's implantable neurostimulator was not implanted deep enough and therefore revised in 2005. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.